Event description:
It was reported that the minicap disconnect had a dry sponge. This was noticed during patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report one of two.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).